Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported the implantable neurostimulator (ins) ¿wasn¿t working¿ and hadn¿t been charged for a while. There was no troubleshooting performed related to the issue. No patient symptoms were reported. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that they were not aware of the incident and the patient was no longer going to their practice. No further complications were reported.